Manufacturer narrative:
Product was not returned for eval. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or add'l info received, the investigation may be re-opened. Add'l info: catalog#: t 100025, lot#: t 0910032, exp date: 4/2010. Add'l info: 10/2009.

Event description:
Pt was converted to a total knee due to persistent pain. The surgeon indicated that at the time of conversion, the femoral component was found to be loose. Conversion to total knee was uneventful.